Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2016 with the following findings: on examination, there was visible moisture behind the display lens. On investigation, the pump powered on using the battery cap that was returned with the pump. The display screen was noted to be fully illuminated without dimness. Investigation did not duplicate the alleged dim/faded/discolored display screen. The pump case was cracked and the keypad buttons were unresponsive during investigation. Leak testing revealed a leak at the crack in the pump case. The pump was opened for further investigation and revealed moisture throughout the interior compartment of the pump. Investigation confirmed the alleged moisture to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.